Event description:
It was reported that during a prostate procedure, there was a decrease in fiber vaporization efficiency at 3,600 joules. The physician decided to complete the cause using a turp. Patient outcome: "no damages to the patient".